Event description:
On 6/11/96 an aus device was implanted. On 8/20/96 an add'l aus device was implanted. On 11/26/96 the devices were removed from the pt because the surgeon was unable to activate them. A single aus device was implanted. Add'l lot/ser no: cc603 007.